Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had lost power and there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/21/2014 with the following findings:the complaint of a battery compartment crack was unable to be confirmed on investigation. A review of the pump¿s history revealed no events related to a power loss issue. Evaluation revealed no battery compartment cracks or damage. The battery cap was able to properly secure to the pump. The battery cap ground spring was found to be detached from the battery cap. Power loss was observed during investigation. A test battery cap was used for further investigation. A 24-hour exercise test was able to be completed successfully without issue with the test battery cap. Unrelated to the complaint, investigation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.